Manufacturer narrative:
Initial reporter occupation: occupation is a patient/consumer. The test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. There was 1 test strip of lot 53666823 tested for the investigation. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek xs meter (B)(4) compared to a laboratory test with an unknown reagent. The result from the meter at 10:16 am was > 8.0 inr. The result from the meter at 11:00 am was > 8.0 inr. The result from the laboratory at 1:00 pm was 4.1 inr. The same finger was used for each test. The patient¿s anticoagulant medication was withheld for a day due to the (B)(6) 2021 results; no medical treatment was necessary. The patient¿s therapeutic range is 2.5 - 3.5 inr. The patient's testing interval is every two weeks.